Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample is received for further examination and analysis, and the specific state and position of the foreign matter cannot be identified, so the specific source of the foreign matter cannot be determined. The plant will continue to track and trend for this issue.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc-383069-foreign matter on (B)(6), while inserting an IV catheter for the patient, plastic debris was discovered adhering to the outer sheath of the catheter after opening the packaging. The catheter was replaced and the insertion procedure was performed again.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.